Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced.